Event description:
Event description guidant received information that at a routine device change-out, a shock impedacne of >125 ohms was noted following lead integrity testing. The physician wanted to test the shock lead with the old device before it is replaced.